Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that overnight the insulin pump's low suspend came on. The customer's blood glucose level was 6.8 mmol/l while the sensor glucose level was 3. 1 mmol/l. They did not treat the low based on the blood glucose. They tried to calibrate but it was not accepted. The display went away and it just had the calibration required. Troubleshooting was performed. They were advised to calibrate three to four times throughout the day to improve accuracy. They were advised to wash hands and calibrate again if the blood glucose readings are significantly different than the sensor glucose readings. They were advised that if the sensor was responding to the glucose changes, they should continue sensing and call back if issue recurs. The product will not return for analysis.